Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error b30 occurred due to connection failure or defect of light source cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited b30 error (scope communication error). It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
In a communication with the olympus technical assistance center (tac), via a conference call: tac instructed the customer to power off both the cv-190 and the clv-190, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result. The customer was advised by tac that the issue could be originating from the clv-190 scope connector, cv-190, or the cabling between the two. If cleaning the contact points on the scope did not resolve the issue, then it was recommended to swap out the component one at a time to narrow down the issue. Tac informed the customer that once the b30 error came up, both the cv-190 and the clv-190 had to be powered off before attempting to use a new scope. The customer confirmed that they had been powering off the tower before switching the scopes. Additionally, tac provided the customer with a case number and advised them to continue monitoring the tower. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.